Event description:
It was reported while using bd q-syte luer access split septum there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: received an update from the sales representative, and the description of the incident was updated as follows: the incident happened at (B)(6) 2023. During the PICC maintenance and dressing change for the patient, the nurse teacher prefilled the q-syte connector with the prefilled catheter flushing solution, and found that the connector was blocked and could not drain successfully, and then replaced it with a new q-syte the joint completed the maintenance and dressing change work, but did not properly keep the samples or report the incident to the head nurse at the first time. When the department needed to complete the reporting of adverse events in early april, the head nurse collected relevant information in the department. The nurse described the event orally, and the department reported the adverse events.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd q-syte luer access split septum there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: received an update from the sales representative, and the description of the incident was updated as follows: the incident happened at the beginning of (B)(6) 2023. During the PICC maintenance and dressing change for the patient, the nurse teacher prefilled the q-syte connector with the prefilled catheter flushing solution, and found that the connector was blocked and could not drain successfully, and then replaced it with a new q-syte the joint completed the maintenance and dressing change work, but did not properly keep the samples or report the incident to the head nurse at the first time. When the department needed to complete the reporting of adverse events in early (B)(6), the head nurse collected relevant information in the department. The nurse described the event orally, and the department reported the adverse events.